Event description:
Quickvue at home test reports false positive values. I believe this happens when someone is positive for another coronavirus other than sars-cov2. This has now happened to us twice using quickvue at home tests. On (B)(6) 2021 I tested my son who had similar symptoms to covid. A super faint line - barely visible appeared on the quickvue at home test immediately upon pulling the test strip out of the solution. However, I had to use my phone camera and flashlight to enlarge the strip to view the line. I took a photograph of it. I then made an appointment at a clinic to have my son tested within the hour. The provider actually said they used the same quickvue test because they were out of pcr tests (supply chain was low at the time). They reported my son as being negative for sarscov2 but since I had the faint pink line on my home test, they told me to assume he was positive. That afternoon I took my son to cvs for a pcr test. When those results returned 24 hours later it also registered as negative. We continued to quarantine my son. My friend who worked at a hospital also tested my son and she detected coronavirus oc43 (common head cold). My husband also got a faint pink line with the quickvue test the same day as my son, but no symptoms for 5 days. My son, husband and I all did another pcr test a couple of days later and all were negative. I believe quickvue to be detecting other coronaviruses. Today, (B)(6) 2023, my son had a stuffy nose and slight sore throat, so I tested him before school. Upon pulling the swab out of the solution following 10 minutes (8:30am), no line was present. My son then went to brush his teeth and get on the bus at 8:40am. At approximately 8:41am, 11 minutes after the reading I saw a very faint pink line. This sent me into a panic since I had just sent my son off to school! My husband said to stay calm and retest him when he got home and that he recalled this test being 'too sensitive'. I see now that the kit says that this might be a false positive if read more than 5 minutes after the read time. That is entirely too sensitive. I did the same test on myself and even more than 10 minutes beyond the read time my strip does not have a pink line. My son masks at school, so I left him at school. I tested my son when he got home from school using a binaxnow test (abbott labs) and it was negative. I think quidel needs to go back to the drawing board and improve their tests. I will not be purchasing this brand anymore.